Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke when the device was deployed with excessive force. The spacer was removed from the patient and a smaller spacer was successfully implanted. There were no patient complications due to the event. The spacer will not be returned as it was retained by the medical facility.